Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"This complaint is from a literature source. The following literature cite has been reviewed: shi w, zhang y, xu y, zeng x, fu h, yu w. Conversion of failed proximal femoral nail antirotation to uncemented or cemented femoral component fixation: a multicentre retrospective study with a median 10-year follow-up. Bmc musculoskelet disord. 2022 apr 21;23(1):375. Doi: 10.1186/s12891-022-05323-8. Pmid: (B)(4); pmcid: (B)(4). Objective and methods: the aim of this retrospective study was to compare the clinical outcomes of the conversion of failed pfnas to uncemented versus hybrid thas in the elderly population in 236 hips implanted between january 2008 and december 2019. The 116 uncemented tha was comprised of a corail stem and competitor cup the manufacturer of the femoral head paired with the corail stem is unknown but assumed to be a depuy product. The hybrid tha constructs were all competitor products. The events associated with the synthes pfna are captured on a separate complaint. This complaint will capture the events associated with the depuy products. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: corail femoral stem and unknown femoral head. Adverse event(s) and provided interventions associated with depuy devices: 11 loosened femoral stems treated with revision. 6 periprosthetic femoral fractures treated with stem revision."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.